Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. Anterior capsular bag tear is a known inherent risk of glaucoma and cataract surgery. (B)(4). Submitted to FDA:12/19/2016.

Event description:
The surgeon reported that the istent procedure was aborted as visualization was lost. Clinical follow up was requested and on 11/29/2016 the surgeon provided that following event details. The procedure was aborted due to compromised/obscured visualization. Additional attempts and istent implantation were stopped due to concern with bag stability as a small anterior capsular tear was reported. There was transient intra-operative bleeding that was self-resolving. The patient¿s current status was reported to be doing well though the patient may require additional treatment for glaucoma. Additional information was requested.

Manufacturer narrative:
Additional information: sex, describe event or problem, relevant tests/lab data, other relevant history, evaluation codes. (B)(4).

Event description:
Clinical follow up was requested and on 2/14/2017 the surgeon provided the following event details. The capsular bag tear was noted during irrigation and aspiration and did not result in any adverse impact to the patient. No intervention was required. The patient's current status and prognosis was reported to be stable. The patient may need additional treatment for glaucoma as no istent was implanted. The lens status was reported to be stable and the adverse event was reported to have resolved.